Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migrated 6 days before surgery") and surgery ("migrated 6 days before surgery") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and surgery (seriousness criterion medically significant). At the time of the report, the device dislocation and surgery outcome was unknown. The reporter considered device dislocation and surgery to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('only found one side and my left side is missing/ mine popped out 6 days before surgery now its by my pelvic left side encapsulated in a 8.0 4.2 sac covering it') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included duloxetine hydrochloride (cymbalta) and gabapentin. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal distension ("swollen tummy/swollen stomach"), abdominal pain lower ("pain even to walk/ lower ab pain"), back pain ("back pain"), pelvic pain ("I am in pain/sharp pain in my left side/stabbing pain"), genital haemorrhage ("passing clots"), joint noise ("knee popping/ right knee pops /clicks"), intervertebral disc degeneration ("degenerative disc disease"), musculoskeletal pain ("shoulder pain"), device expulsion ("essure - its in uterus"), asthenia ("weakness"), pain upon movement ("hurt to walk outta walk"), menorrhagia ("it will not help with heavy periods"), dysmenorrhoea ("since the tubes have been removed I have had very minimal pain with my periods"), abdominal pain upper ("stomach pain"), exostosis ("bone spurs"), alopecia ("hair loss"), pain in extremity ("pains in legs"), general body pain ("general body pain") and menstrual disorder ("menstrual disorder "). The patient was treated with surgery (laparoscopic salpinegtomyto remove tubes and coils). Essure was removed. At the time of the report, the device dislocation, abdominal distension, abdominal pain lower, back pain, pelvic pain, genital haemorrhage, joint noise, intervertebral disc degeneration, musculoskeletal pain, device expulsion, asthenia, pain upon movement, menorrhagia, abdominal pain upper, exostosis, alopecia, pain in extremity, general body pain and menstrual disorder outcome was unknown and the dysmenorrhoea was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, asthenia, back pain, device dislocation, device expulsion, dysmenorrhoea, exostosis, genital haemorrhage, intervertebral disc degeneration, joint noise, menorrhagia, menstrual disorder, musculoskeletal pain, pain in extremity, pain upon movement, pelvic pain and general body pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: its in uterus. Concerning the injuries reported in this case, the following one/ones was/were reported via social media-abdominal distension and abdominal pain lower, pain, degenerative disc disease, asthenia, joint swelling, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('only found one side and my left side is missing/ mine popped out 6 days before surgery now its by my pelvic left side encapsulated in a 8.0 4.2 sac covering it') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included duloxetine hydrochloride (cymbalta) and gabapentin. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal distension ("swollen tummy/swollen stomach"), abdominal pain lower ("pain even to walk/ lower ab pain"), back pain ("back pain"), pelvic pain ("I am in pain/sharp pain in my left side/stabbing pain"), genital haemorrhage ("passing clots"), joint noise ("knee popping/ right knee pops /clicks"), intervertebral disc degeneration ("degenerative disc disease"), musculoskeletal pain ("shoulder pain"), device expulsion ("essure - its in uterus"), asthenia ("weakness"), pain upon movement ("hurt to walk outta walk"), menorrhagia ("it will not help with heavy periods"), dysmenorrhoea ("since the tubes have been removed I have had very minimal pain with my periods"), abdominal pain upper ("stomach pain"), exostosis ("bone spurs"), alopecia ("hair loss"), pain in extremity ("pains in legs"), general body pain ("general body pain") and menstrual disorder ("menstrual disorder "). The patient was treated with surgery (laparoscopic salpinegtomyto remove tubes and coils). Essure was removed. At the time of the report, the device dislocation, abdominal distension, abdominal pain lower, back pain, pelvic pain, genital haemorrhage, joint noise, intervertebral disc degeneration, musculoskeletal pain, device expulsion, asthenia, pain upon movement, menorrhagia, abdominal pain upper, exostosis, alopecia, pain in extremity, general body pain and menstrual disorder outcome was unknown and the dysmenorrhoea was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, asthenia, back pain, device dislocation, device expulsion, dysmenorrhoea, exostosis, genital haemorrhage, intervertebral disc degeneration, joint noise, menorrhagia, menstrual disorder, musculoskeletal pain, pain in extremity, pain upon movement, pelvic pain and general body pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: its in uterus. Concerning the injuries reported in this case, the following one/ones was/were reported via social media-abdominal distension and abdominal pain lower, pain, degenerative disc disease, asthenia, joint swelling, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: upon receiving a internal confirmation, it was confirmed that cases (B)(4). Duplicates of each other. All the information from the deletion case (B)(4) was transferred to retention case (B)(4). Events added- pains in legs, general body pain, menstrual disorder nos, bone spurs. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('only found one side and my left side is missing') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal distension ("swollen tummy") and abdominal pain lower ("pain even to walk"). The patient was treated with surgery. Essure was removed. At the time of the report, the device dislocation, abdominal distension and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower and device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received . Reporter's information updated. Events: swollen tummy , pain even to walk were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('only found one side and my left side is miising') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-nov-2019: information from duplicate case (B)(4) has been transferred, including legacy device report number 2951250-2019-11795 and event "omg 13hrs away and in surgery. Sooo scared" no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('only found one side and my left side is missing') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal distension ("swollen tummy"), abdominal pain lower ("pain even to walk/ lower ab pain"), back pain ("back pain"), pelvic pain ("I am in pain ") and genital haemorrhage ("passing clots"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device dislocation, abdominal distension, abdominal pain lower, back pain, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, device dislocation, genital haemorrhage and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media-abdominal distension and abdominal pain lower quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-jan-2020: social media content received : reporter added. Events added- back pain, pelvic pain , genital haemorrhage. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('only found one side and my left side is missing/ mine popped out 6 days before surgery now its by my pelvic left side encapsulated in a 8.0 4.2 sac covering it') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal distension ("swollen tummy/swollen stomach"), abdominal pain lower ("pain even to walk/ lower ab pain"), back pain ("back pain"), pelvic pain ("I am in pain/sharp pain in my left side"), genital haemorrhage ("passing clots"), arthropathy ("knee popping/ right knee pops /clicks"), intervertebral disc degeneration ("degenerative disc disease"), musculoskeletal pain ("shoulder pain"), device expulsion ("essure - its in uterus"), asthenia ("weakness"), pain ("hurt to walk outta walk"), menorrhagia ("it will not help with heavy periods"), dysmenorrhoea ("since the tubes have been removed I have had very minimal pain with my periods") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (laparoscopic salpinegtomyto remove tubes and coils). Essure was removed. At the time of the report, the device dislocation, abdominal distension, abdominal pain lower, back pain, pelvic pain, genital haemorrhage, arthropathy, intervertebral disc degeneration, musculoskeletal pain, device expulsion, asthenia, pain, menorrhagia and abdominal pain upper outcome was unknown and the dysmenorrhoea was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, arthropathy, asthenia, back pain, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, intervertebral disc degeneration, menorrhagia, musculoskeletal pain, pain and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: its in uterus. Concerning the injuries reported in this case, the following one/ones was/were reported via social media-abdominal distension and abdominal pain lower, pain, degenerative disc disease, asthenia, joint swelling, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: events hurt to walk outta walk, degenerative disc disease, weakness, knee popping, device expulsion, shoulder pain. Event "mine popped out 6 days before surgery now its by my pelvic left side encapsulated in a 8.0 4.2 sac covering it" was clubbed with event device dislocation. Follow up 8,9,10 processed together. On 23-mar-2020: social media added: event "stomach pain" added. Follow up 8,9,10 processed together on 23-mar-2020: content from social media received: new reporter, new events ¿heavy periods¿, ¿period extremely painful "added. Follow up 8,9,10 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('only found one side and my left side is missing/ mine popped out 6 days before surgery now its by my pelvic left side encapsulated in a 8.0 4.2 sac covering it') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal distension ("swollen tummy/swollen stomach"), abdominal pain lower ("pain even to walk/ lower ab pain"), back pain ("back pain"), pelvic pain ("I am in pain/sharp pain in my left side"), genital haemorrhage ("passing clots"), joint noise ("knee popping/ right knee pops /clicks"), intervertebral disc degeneration ("degenerative disc disease"), musculoskeletal pain ("shoulder pain"), device expulsion ("essure - its in uterus"), asthenia ("weakness"), pain ("hurt to walk outta walk"), menorrhagia ("it will not help with heavy periods"), dysmenorrhoea ("since the tubes have been removed I have had very minimal pain with my periods"), abdominal pain upper ("stomach pain") and alopecia ("hair loss"). The patient was treated with surgery (laparoscopic salpinegtomyto remove tubes and coils). Essure was removed. At the time of the report, the device dislocation, abdominal distension, abdominal pain lower, back pain, pelvic pain, genital haemorrhage, joint noise, intervertebral disc degeneration, musculoskeletal pain, device expulsion, asthenia, pain, menorrhagia, abdominal pain upper and alopecia outcome was unknown and the dysmenorrhoea was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, asthenia, back pain, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, intervertebral disc degeneration, joint noise, menorrhagia, musculoskeletal pain, pain and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: its in uterus. Concerning the injuries reported in this case, the following one/ones was/were reported via social media-abdominal distension and abdominal pain lower, pain, degenerative disc disease, asthenia, joint swelling, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: sm received : events added- hair loss. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('only found one side and my left side is missing/ mine popped out 6 days before surgery now its by my pelvic left side encapsulated in a 8.0 4.2 sac covering it') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included duloxetine hydrochloride (cymbalta) and gabapentin. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal distension ("swollen tummy/swollen stomach"), abdominal pain lower ("pain even to walk/ lower ab pain"), back pain ("back pain"), pelvic pain ("I am in pain/sharp pain in my left side/stabbing pain"), genital haemorrhage ("passing clots"), joint noise ("knee popping/ right knee pops /clicks"), intervertebral disc degeneration ("degenerative disc disease"), musculoskeletal pain ("shoulder pain"), device expulsion ("essure - its in uterus"), asthenia ("weakness"), pain upon movement ("hurt to walk outta walk"), menorrhagia ("it will not help with heavy periods"), dysmenorrhoea ("since the tubes have been removed I have had very minimal pain with my periods"), abdominal pain upper ("stomach pain"), exostosis ("bone spurs"), alopecia ("hair loss"), pain in extremity ("pains in legs"), general body pain ("general body pain") and menstrual disorder ("menstrual disorder "). The patient was treated with surgery (laparoscopic salpingectomy to remove tubes and coils). Essure was removed. At the time of the report, the device dislocation, abdominal distension, abdominal pain lower, back pain, pelvic pain, genital haemorrhage, joint noise, intervertebral disc degeneration, musculoskeletal pain, device expulsion, asthenia, pain upon movement, menorrhagia, abdominal pain upper, exostosis, alopecia, pain in extremity, general body pain and menstrual disorder outcome was unknown and the dysmenorrhoea was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, asthenia, back pain, device dislocation, device expulsion, dysmenorrhoea, exostosis, genital haemorrhage, intervertebral disc degeneration, joint noise, menorrhagia, menstrual disorder, musculoskeletal pain, pain in extremity, pain upon movement, pelvic pain and general body pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: its in uterus. Concerning the injuries reported in this case, the following one/ones was/were reported via social media-abdominal distension and abdominal pain lower, pain, degenerative disc disease, asthenia, joint swelling, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.